Event description:
It has been reported to philips the wireless footswitch was not connecting to the system. The system was in clinical use when the issue was identified. The coronary procedure was completed using the wired footswitch. No harm has been reported to philips.

Manufacturer narrative:
According to the information collected, the wi-fi and battery led indicators were red, which indicates an error in the wireless connection. A philips service engineer inspected the system onsite and replaced the wireless footswitch. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (2021-igt-bst-020).